Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. A 2.5mm emerge balloon catheter was advanced over a guide wire. The catheter became stuck on the wire, possibly due to the contrast media. Upon pulling the balloon off of the wire, the middle shaft snapped outside the patient. The balloon catheter and guide wire were removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.